Event description:
It was reported that an insulin pump stopped delivering therapy due to a charging failure, with the device displaying a low-battery message and remaining unresponsive despite placement on multiple wireless charging pads, which aligns with a premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the caregiver confirmed blood glucose of 128 and the ability to administer insulin by injection. Investigation included communication with the caregiver and analysis of information provided. Investigation of this case revealed an energy storage system problem consistent with a premature battery discharge traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.

Manufacturer narrative:
Initial.